Event description:
It was reported that during the insertion of a yukon polyaxial screw, the screw head snapped off the screw shaft with the shaft remaining in the patient's pedicle. The procedure was completed with a 2 minute surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Corrected data: g1 h6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that during the insertion of a yukon polyaxial screw, the screw head snapped off the screw shaft with the shaft remaining in the patient's pedicle. The procedure was completed with a 2 minute surgical delay and no adverse consequence to the patient.